Event description:
It was reported that the patient¿s caregiver experienced scan failures with four freestyle libre 3+ sensors when attempting to pair with the ilet bionic pancreas via mobile app, characterized by sensors not scanning and inability to obtain glucose readings. No adverse clinical symptoms were reported. Outcomes included no impact beyond troubleshooting guidance and no alerts or alarms. User support included remote troubleshooting and user education, including instructions to restart the phone and delete and reinstall the ilet app, with direction to contact the sensor manufacturer if the issue persisted. Investigation of this case revealed a suspected software or connectivity issue affecting sensor communication rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or software interaction, including potential mobile device or application-related factors.